Event description:
It was reported the pt experienced a delayed charge time due to intermittent communication between his ipg and charger. A replacement charging system was unable to resolve the issue. The pt's ipg was explanted and replaced with a smaller model on (B)(6) 2012.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.